Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused all struts of the inferior vena cava (ivc) filter to perforate the ivc up to 5mm. One anterior strut perforates 5mm and one medial strut perforates 4mm and contacts the bowel. One medial strut, one posterior strut, and two lateral struts perforate 4mm and resides within the soft tissues. The patient reported becoming aware of perforation of filter struts outside the inferior vena cava (ivc) and into organs, approximately ten years and seven months post implant. The patient also reported anxiety related to the filter. According to the medical record the indication for the filter implant was known thrombus. The filter was placed via the right femoral vein and deployed after being advanced to the proper position. The patient tolerated the procedure well. Approximately ten years and one month post implant a computed tomography (CT) scan was performed, coronal and sagittal images were submitted for additional review approximately six months later. The impression of the images noted infrarenal ivc perforating through the ivc as initially reported and described above. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported filter perforation could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to all struts of the inferior vena cava (ivc) filter perforate the ivc up to 5mm. One anterior strut perforates the ivc wall 5mm and contacts the bowel. One medial strut perforates the ivc wall 4mm and contacts the bowel. One medial strut perforates the ivc wall 4mm and resides within the soft tissues. One posterior strut perforates the ivc wall 4mm and resides within the soft tissues. Two lateral struts perforate the ivc wall both 4mm and resides within the soft tissues. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Additional information received per the medical records indicate that the patient has a history of thrombus. The filter was implanted via the patient's right femoral vein using the percutaneous technique. The patient tolerated the procedure well. Computed tomography (CT) scans done approximately ten years and one month after the index procedure were evaluated ten years and seven months after the index procedure. The superior end of the filter was at the mid l2 vertebral body. The ivc filter was not tilted. All the struts of the ivc filter perforate the inferior vena cava (ivc) up to 5mm. One (1) anterior strut perforates the ivc wall 5mm and contacts the bowel. One (1) medial strut perforates the ivc wall 4mm and contacts the bowel. One (1) medial strut perforates the ivc wall 4mm and resides within the soft tissues. One (1) posterior strut perforates the ivc wall 4mm and resides within the soft tissues. Two (2) lateral strut perforates the ivc wall both 4mm and resides within the soft tissues. Thrombus within the ivc or filter could not be evaluated on this non contrast study. No fracture fragments are identified. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts outside the inferior vena cava (ivc) and perforation of filter struts into organs. The patient became aware of the reported events approximately ten years and seven months after the index procedure. The patient continues to experience mental anguish related to the filter.